Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred, causing the battery gauge to fluctuate and the pump to shutdown unexpectedly. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 82 mg/dl.